Event description:
Olympus medical systems corp. (Omsc) was informed from the user that it was found that the power of the subject device was automatically turned off at the unspecified timing. The occurrence date of the event is unknown. There was no patient injury associated with this report.

Manufacturer narrative:
The subject device was inspected at olympus service operation repair center (sorc) for evaluation. It was duplicated the reported phenomenon and found the gi board failure which caused the reported phenomenon. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. Based upon the information from sorc, omsc surmised that the reported phenomenon was attributed to the gi board failure. The exact cause of the gi board failure could not be conclusively determined. If additional information is received, this report will be supplemented.